Event description:
The hcp reported the pt presented 2004 with signs of an infection of the device pocket and the catheter track. These include fever and incisional wound opening. A culture of the device pocket and catheter track was positive for staph and the pt was diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant 2 months later. The pt outcome was reported as "infection resolved.